Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs phase iii lead, 70cm model #: sc-3138-35, serial #: (B)(4), description: scs phase iii lead extension , 35cm model #: sc-3138-25, serial #: (B)(4), description: scs phase iii lead extension , 25cm.

Event description:
A report was received that the patient was experiencing a tugging sensation in his neck and at the pocket site. The patient underwent a revision and the physician added some slack. The patient is reportedly doing well following the procedure.